Event description:
During surgery for non-union of hip fracture, the surgeon was pressuring simplex cement. At that point and up to implantation of h.n.r. Hip stem, the pressure was dropping. The surgical team began c.p.r. And pt expired.